Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The mega suturecut needle driver instrument was found to have multiple input disks broken. Input disk #7 was found completely detached from the base of the housing. Hairline cracks were found on grip input shaft #6. As a result, the instrument bearing became dislodged and attached to the magnet on the outside of the housing. Additional observations not reported by site were that the instrument was found to have a dislodged flush tube guide. As a result, there was rattling in the housing. The housing was removed, and the flush tube guide was reattached to the instrument. There were no signs of damage inside of the housing. The instrument was found to have the main tube broken. The breakage was found near the distal end of the main tube. A piece measuring approximately 0.377 x 0.376 was broken and not returned with the instrument. Visual inspection found all internal cables to be slightly bent, but still intact. The broken piece of the main tube was found missing.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the mega suturecut needle driver instrument's input disc broke off when it was attached to the patient cart. The procedure was completed with no reported injury. The customer confirmed that no fragment fell into patient. The input disk broke off when attempting to attach the instrument to the robot arm.